Manufacturer narrative:
The philips field service engineer performed a system inspection and replaced the solenoid and gas strut to repair the system. The replaced parts were inadvertently discarded prior to evaluation. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed.

Event description:
The customer reported the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Event description:
Note: this follow-up emdr is for a correction only which is to add the 510k for this system. There are no changes regarding the case details. The customer reported the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
Note: this follow-up emdr is for a correction only which is to add the 510k for this system. There are no changes regarding the case details. The philips field service engineer performed a system inspection and replaced the solenoid and gas strut to repair the system. The replaced parts were inadvertently discarded prior to evaluation. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed.